Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave over-sensing and caused inappropriate high voltage therapy. No intervention was performed. Information regarding patient condition was requested but not received.